Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the medics alleged that the implantable pulse generator (ipg) exhibited no "firing" and the patient experienced chest pain. The ipg remains in use. No further patient complications have been reported as a result of this event.